Event description:
Caller indicated the relion micro meter was giving high readings. On (B)(6) at 1:39 pm she tested her blood on her relion micro meter and received a reading of 383 which is higher then she has ever received for a reading. She reacted and gave herself an additional shot of insulin. She believes this meter reading was inaccurate and caused her to give herself insulin she didn't need. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.